Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, there was decreased sensing amplitude value noted on the right ventricular (rv) lead. Upon further investigation, there was a lead dislocation alleged as the cause of the decreased r-wave amplitude parameter. No intervention was performed to resolve the event and the patient was in stable condition.